Event description:
It was reported that the heating pad was found burning in an unoccupied bed. Pt had been using pad for an undetermined amount of time prior to discharge. During use, pad had been folded in such a way that the pt luckily was not burned. Pad burned through both sides that were folded. It is unclear when pad was issued or for what intervals it was used.